Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the infusion set. At an unknown time the patient received a blood glucose result of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl) on his aviva insight system. The patient went to the hospital. At the hospital the patient was treated with an insulin pen until his blood glucose levels stabilized. The blood glucose results obtained at the hospital were not provided. The patient was hospitalized for one night. The lot number was not provided. The infusion set was requested to be returned for product evaluation.